Event description:
It was reported that the battery of the cardiac resynchronization therapy defibrillator (crt-d) implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, this right ventricular (rv) lead had the potential to result in corrosion of the lead on the affected pacing channel. The technical services (ts) have observed impairment of the lead performance due to corrosion in as little as five days connected to the generator. It was recommended that at the generator change, at a minimum, the lead should be tested on the pacing system analyzer (psa). It was found that this rv lead recorded lower but still within range lead impedance measurements shortly after implant. These low measurements coincide with noise on the rv auto threshold. This rv lead was replaced and will return to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, boston scientific concluded that the clinical observation of pacing impedance low within normal limits is a known inherent risk of the device and is noted within the products instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of pacing impedance low within normal limits is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). Risk review: a risk review was completed and confirmed that the event of pacing impedance low within normal limits was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the battery of the cardiac resynchronization therapy defibrillator (crt-d) implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additionally, this right ventricular (rv) lead had the potential to result in corrosion of the lead on the affected pacing channel. The technical services (ts) have observed impairment of the lead performance due to corrosion in as little as five days connected to the generator. It was recommended that at the generator change, at a minimum, the lead should be tested on the pacing system analyzer (psa). It was found that this rv lead recorded lower but still within range lead impedance measurements shortly after implant. These low measurements coincide with noise on the rv auto threshold. This rv lead was replaced and will return to boston scientific for analysis. No additional adverse patient effects were reported.